Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 hours did not indicate any additional, related reports for this system, as the system serial number is unknown. (B) (4). (B) (4).

Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "system message displayed during set up" (device displays error message). The nurse reported a system message displayed during set up. The system was swapped out to complete cases. The nurse noted a delay of 5-10 minutes. No patient injury was reported.